Event description:
Additional information received indicated that the device was programmed in order to resolved the issue and the patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, post-paced t-wave oversensing was noted on the device. No further intervention was performed at this time and the device will continue to be monitored until the recommended reprogramming changes have been made. The patient was stable with no adverse consequences.